Event description:
It was reported that during an unknown procedure the device was in and out of the trocar, the distal part of the trocar was partially cracked, the surgeon stopped the operation in time and removed the fragment from the body. Another device was used to complete the surgery. There was no patient consequence reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). Batch # unk. Photo analysis: this is an analysis of a photo submitted to ethicon for review. During the visual analysis the following was observed: the photo shows a trocar with a broken sleeve and body fluids. Based on the set of photos review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number 450a76/b12lt and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4).date sent: 11/29/2022. B3. Event date: (B)(6) 2022.